Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: during investigation, the tactile changes were unable to be investigated due to a blank screen. The old screen was replaced with test screen and the test screen powered on. The keypad cover was removed and there was contamination found under all the contacts. The ok contact was found to be inverted. Unrelated to the original complaint, the battery compartment was found to be cracked to the left of the grip pad. Additionally, the battery cap threads were found to be stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On(B)(6) 2012, the patient contacted animas and reported that the "ok keypad button no longer works." No additional information was available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.